Manufacturer narrative:
The device was evaluated at ode. As a result of the evaluation, the following was confirmed. The coupler portion could not be rotated even if the rotation lock of the coupler was released, due to the deformation of the parts. The camera cable and adapter need to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) gmbh (ode) and found that the endoscopic image was not displayed or there were interference stripes in the image, due to the broken camera cable near the connector. In addition, the endoscopic image was not kept in the center and part of the image was cut off, due to the decentering of the adapter. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-jul-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image is not displayed due to communication failure due to a cable failure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.